Event description:
(B)(6) clinical study. Same case as MDR ID# 2134265-2013-05675. It was reported that post coronary stenting treatment procedure, the patient experienced ischemia. In (B)(6) 2009, two unspecified sizes of taxus express 2 stents were implanted in the mid left anterior descending artery. In (B)(6) 2012, the subject presented with ischemia and target lesion revascularization was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that an unspecified size promus element drug-eluting stent was implanted due to the restenosis of target lesion. The restenosis was resolved and following post dilatation, the residual stenosis was 20% and timi flow improved to timi grade 3. On the next day, the patient was discharged.